Event description:
It was reported to philips that the allura device would not boot up properly. The device was outside of clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system processer was not working properly during boot up. Upon functional testing fse found that mother board of flexvision-pc did not wake up on power as it should, due to this pc was not booting up properly . The fse replaced the flexvision pc and installed the software. After replacement of the flexvision pc and installation of the software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.